Event description:
Unit turning on and off. Multiple parts replaced in an attempt to fix; only after changing the keypad did the issue resolve. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not sent to brézins for investigation as repairs were carried out locally by nova scotia canada. The complaint reported that the device was turning on and off on bench and alarming. During servicing, the device has been unplugged until the battery is drained. A new battery was tried but the device was still alarming. The power supply board was replaced but did not resolve the issue. Then, they put the original power supply board and the battery pack in the pump and then replaced the upper case with keypad. The pump was no longer turning on and off but the battery alarm was showing "battery alarm low", so the device was plugged in to charge the battery. The device was repaired and passed the quality control test. After severals attemps, the replaced spare parts were not returned to france for investigation. The origin of the reported failure could not be identified. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.